Event description:
It was reported that the patient was experiencing an increase in seizures. Attempts to obtain further information from the patient's physician were unsuccessful, as they had no further information at the time. As such, the relationship between the increase in seizures and vns therapy cannot be determined.